Event description:
It was reported that extravasation of the artery occurred. A 2.1mm jetstream xc atherectomy catheter was selected for use. During the procedure, the catheter became stuck on the guidewire which caused the guidewire to rotate. Extravasation of the artery occurred. The patient was sent for open surgery and the procedure was completed.

Manufacturer narrative:
Device returned and evaluated by manufacturer. The device returned consisted of a jetstream atherectomy catheter with an unknown 0.014 guidewire stuck inside the device. The device was visually and microscopically examined for any damage. Visual examination and microscopic examination revealed no damages. The guidewire was unable to be removed. Inspection of the remainder of the device revealed no damage or irregularities. Product analysis confirmed a guidewire is stuck in the device.

Event description:
It was reported that extravasation of the artery occurred. A 2.1mm jetstream xc atherectomy catheter was selected for use. During the procedure, the catheter became stuck on the guidewire which caused the guidewire to rotate. Extravasation of the artery occurred. The patient was sent for open surgery and the procedure was completed.